Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concerns with the product with a right side deflation. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases are observed, brown particles in device outer surface are observed, yellow particles in device outer surface are observed, broken of plug strap assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side deflation. And exchange from textured to smooth implants, due to the patients concerns with the product. The device has been explanted and replaced.